Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is received at a later date this investigation will be reopened. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. The versajet system is a high-pressure device, which uses saline in its operation. A buildup of oxidized saline can corrode if not removed, can be forced along the hose, leading to handset failures. The instructions for use, details guidance on the maintenance and cleaning of the device with specific guidance on the matter of corrosion. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during the procedure a water leak occurred from a rupture of the pressure hose. A backup was available and there was no delay.